Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone phone_control_android. Cloud - omnipod 5 software app version 3.1.6. Cloud - operating system bp2a.250605.031.a3.s926usqs5czc1. Cloud - hardware sm-s926u. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hypoglycemia while wearing the pod for between 4 and 24 hours. Their blood glucose decreased to the low 50¿s mg/dl (no exact result given), the patient fainted and she hit her face. She treated hypoglycemia by eating sugar cubes and did go to the doctor due to hitting her face. No treatment or diagnosis from the doctor¿s appointment was reported. The patient changed her pod. The patient also mentioned the dexcom continuous glucose monitor (cgm) wasn¿t providing accurate readings when this occurred, however no further information was provided.